Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on jul 22, 2025. With catalog number mcghan390cc. Based on the device analysis grid, the assessments of the complaint are: deflation: deflation: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6

Event description:
Healthcare professional reported right side deflation. Device has been explanted.